Manufacturer narrative:
(B)(4). It was reported that the patient was responding to the antibiotic treatment (previously unreported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: the telephone number for the contact was reported as: (B)(6) and the fax number for the contact was reported as: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The fungal peritonitis was manifested by abdominal pain and cloudy effluent. One day after onset, the patient was hospitalized for the fungal peritonitis event. The cause of the fungal peritonitis was unknown. One day after onset, the patient was treated with vancomycin "bolus" (route, dosage, frequency, and duration not reported) and aminoglycoside "bolus (route, dosage, frequency, and duration not reported) for the fungal peritonitis event. On unreported date(s), the patient was prescribed/treated with amphotericin b orally (dosage, frequency, and duration not reported), primaxin (route, dosage, frequency, and duration not reported), and targosin (route, dosage, frequency, and duration not reported) for the fungal peritonitis event. On an unreported date, but at least two days after onset, the peritoneal dialysis catheter was removed by a surgical procedure. Seven days prior to the receipt of this report, the patient was started on hemodialysis therapy and the care plan was to return the patient to capd therapy in approximately one month. The patient remained hospitalized for unrelated events. It was not reported if the patient was recovered or was recovering from the peritonitis event, but it was reported that the patient's condition was "very good" a the time of this report. No additional information is available.